Event description:
Event description guidant received information that this device was part of a legal action and the patient passed away. Guidant has no specific information as to the device involvement in the patients death. Guidant has information that electrical shocks contributed to the patient's death.